Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap on the dark blue connector. A visual inspection with the naked eye and magnification noted a broken occlude feet on the light blue main body. The reported condition was verified. The cause of the broken occlude feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the white twist sleeve of the twist clamp on a minicap extended life pd transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.